Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power to the controller was attributed to a double disconnect of power sources by the patient.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-jun-2023 / serial#: (B)(6), d9: no, h3: no, h4: mfg date: 07-jun-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of the log file data revealed a ventricular assist device (vad) motor start event with starting parameters outside of the typical range. Additionally, the controller exhibited a controller fault alarm, indicating the internal battery end-of-life and an unexpected power loss. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the log files and motor start report revealed several motors start events recorded between 15/nov/2023 at 08:58:47 and 23/jun/2025 at 06:06:31, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms were recorded on (B)(6) 2025 at 06:02:31 and on (B)(6) 2025 at 12:13:18, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the controller log files revealed a controller power up event, with associated motor start event, logged on (B)(6) 2025 at 06:06:23, indicating a loss of power to controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 72% relative state of charge (rsoc) and an adapter was connected to power port two (2). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for eighteen (18) seconds. As a result, the reported events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power event can be attributed to the reported double disconnection of both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.